Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 490 mg/dl and 38 mg/dl. The customer stated that down arrow button was unresponsive. Customer stated that there was cracking at near the battery area. The customer also reported that the insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.